Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use a protege everflex for treatment of a calcified lesion in the mid right superficial femoral artery. A 6fr non medtronic sheath and 0.014" non medtronic guidewire were used. The vessel was pre-dilated with a 5x40 nanocross. There was no resistance during advancement and the device did not pass through a previously deployed stent. It was reported the stent partially deployed (at target site) within the patient vasculature. The thumbscrew/lock-pin was checked for securement. The device was successfully in tandem with delivery system without injury/intervention. Another everflex was used to complete the case. No patient injury or intervention was associated with this event. An evercross was used for post-dilation.